Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert for undefined impedance on (B)(4) 2013. Max vpace impedance rises from an approx baseline of 1100 ohm to > 16000 ohm the week ending (B)(4) 2013. Oversensing due to non-physiologic signals/sic (sensing integrity counter) with 26 non-sustained tachycardia events and five ventricular fibrillation (vf) episodes of 220 ms v-v cycle are recorded between (B)(4) dec 2013.

Event description:
It was reported that the right ventricular (rv) lead was turned off due to possible lead fracture. Lead exhibited oversensing and patient received inappropriate shocks as a result of this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).